Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was too soft resulting in interruption of irrigation when the side port was bent unintentionally. The device was inspected, and the brim cap was found broken, the hemostatic valve and friction ring were missing. Residues of adhesive was observed on the hub. The flow test was unable to be performed due to the damage observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. An internal corrective action has been opened to address the damages observed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001067 number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified the brim cap is broken, hemostatic valve and friction ring are missing. It was reported by the customer that the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was too soft resulting in interruption of irrigation when the side port was bent unintentionally. There were no patient consequences. The customer¿s reported issue of inadequate irrigation has been assessed as not reportable since the potential risk that it could cause or contribute to a death, serious injury or other significant adverse event is remote. On 5/14/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the brim cap is broken, the hemostatic valve and the friction ring are missing. These findings of the brim cap being broken an the hemostatic valve and friction ring missing have been assessed as MDR reportable malfunctions.